Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit able to engage in monitoring with no unexpected drop in readings observed. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that the readings dropped from 94% to 83% on patient. Customer does not have the cable or sensor. Per customer, the problem occurred back in (B)(6) 2015 but they are only now calling back. Customer mentioned that he tried using the unit with a tester and, according to him, it was working fine. There were no consequences or impact to patient reported.